Event description:
During the follow-up performed on (B)(6) 2014, noise oversensing was observed in recorded episodes leading to vf classification. Noise was present in both atrial and ventricular channels. No inappropriate therapy was delivered. Patient care recommendations were requested.